Event description:
The customer reported that the 9600 system was not able to get the picture up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sram memory was replaced during the service call. The system was tested and found to be working as intended and put back into service.